Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems had the tubing rupture. The following information was provided by the initial reporter: extension tube was burst during high-pressure angiography in CT room.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1292244. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and the submitted photograph, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems had the tubing rupture. The following information was provided by the initial reporter: "extension tube was burst during high-pressure angiography in CT room"